Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.4. Smartphone hardware: iphone17.1. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the needle mechanism did not deploy. The pod was not worn, and no adverse patient impact was reported.

Manufacturer narrative:
The device was received not deployed. Rotational sensor errors were seen in the download data causing first prime to end earlier than expected and the firing flat not being properly lined up by the end of second prime. Rotational sensor errors were replicated in the rerun data. A blue hue was observed on the commutator cap, which can be confirmed as the cause of the rotational sensor errors and device not deploying.